Event description:
The patient reported that they did not feel well and their family used the suspect device to check their blood glucose. The result was 82mg/dl. They felt the reading was wrong and called the paramedics. Emergency medical technicians arrived and used their own equipment and their result was 41mg/dl. Pt was given 2 1/2 ampules of glucose and taken to the hospital. Pt was further treated with an IV in the hospital. The suspect device was replaced with new product and authorized for return to the MFR for eval. Glucose control solutions were not used on the system .